Event description:
Covidien received a report that the smart capnoline h o2, a sampling line, used during magnetic resonance imaging (MRI) caused interference on the scan. There was no harm or delayed treatment.

Manufacturer narrative:
The user changed the position of the sampling line and the interference disappeared. Note that the user manuals for both capnographs and sampling lines caution the user not to use the sampling lines which include nafion during MRI scanning. (B)(4).